Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor only delivered a portion of the infusion to the patient. The infusor delivered approximately a third of the expected volume over four days. It was reported that the infusor looked like it was flowing very slowly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the product flowed when disconnected from the patient. The reporter was told that the product was refrigerated for 4-6 hours. The elastomeric reservoir and distal end luer lock were positioned at the same height. The reporter did not notice anything unusual about the device or the manner in which it was used.should additional relevant information become available, a supplemental report will be submitted.